Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 47 mg/dl. The suspected cause of the low bg was exercise. The school nurse gave glucose tablets to the customer. Tandem technical support advised the customer to discuss the event with a healthcare provider.